Event description:
Per summons: pt was a (B)(6) pt hospitalized at (B)(6) in 2008. An upper extremity venous ultrasound documents venous thrombosis of the upper extremity venous system involving axillary vein and the brachial vein in the proximal arm. There was also superficial thrombus surrounding the PICC line in the right basilica vein.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.